Event description:
It was reported that the patient experienced pain and partial paralysis after falling. Multiple attempts were made to obtain additional information regarding the nature of the issue, but no response was available. The device was removed and the patient is recovering.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.